Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. The part number and lot number are unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Catalog number: based on the product description there are two possible part numbers 41-2006 and 41-2106.

Event description:
Received the facility medwatch where it was reported a 2.0mmx6mm cortical screw broke in the patient's mandible. The broken screw had to be removed from the patient's mandible. Additional details were requested, however no response has been received at this time.